Manufacturer narrative:
The customer has not requested service at this time. A supplemental will be submitted if further information is provided. Device not accessible for testing: (4117/213) device is not accessible for testing due to the customer not requesting repair service. Not returned to manufacturer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) failed leak test and there was also a battery charging issue. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported. This submission is for the reported leak test failure. A separate report will be submitted for the reported battery charging issue.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g4, g7, h2, h3, h4, h6, h10. A getinge field service engineer (fse) was dispatched to evaluate this unit and isolated leak to pneumatic module assembly. Pneumatic module assembly displays evidence of physical damage. The fse replaced pneumatic module assembly to resolved the issue. Performed functional check and safety test, then returned unit to the customer for clinical service.

Event description:
N/a.